Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had fallen asleep while changing the pump supplies. Blood glucose (bg) was 515 mg/dl. The customer changed the supplies and confirmed that insulin delivery was resumed. An insulin injection was administered to address bg. Tandem technical support assisted the customer with performing a pump system check. No device issues were identified.